Manufacturer narrative:
Eval summary - primary operative notes were provided which were unremarkable. Office visit notes from (B)(4) 2013 were provided which note that the pt had some pain after hiking in the mountains in june which caused him to limp for a while. On examination, the pt had mild pain with flexion and abduction. X-ray eval revealed a well-aligned and well-fixed left total hip replacement. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be determined. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt is experiencing mild groin and buttock pain.